Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000529, bi71000158, bi71000163, bi71000162. A medtronic representative went to the site to test the equipment. The ribbon cable inside of the pendant was reseated, and the x-stage cover was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the system was received with multiple damage. It was knocked out of the docking pins and dragged over and over the base of the system. The system was also unable to dock and the pendant was intermittently going black. The track on the system was warped and bent. There was no patient present.